Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. Once the investigation is complete, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04447. UDI# (B)(4). Concomitant medical products: item #192511 echo fem red lat nc lot# 741870, item #110010243- g7 shell ¿lot#621431, item # 010000848-g7 neutral liner-lot#6148277.

Event description:
It was reported patient underwent r hip revision approximately 2 years post implantation and again 5 months later due to unknown reasons. During the procedure, the head and stem were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.